Manufacturer narrative:
The device history record for the reported lot number was reviewed and indicated that the product was released accomplishing all quality standards. The manufacturing site has received five (5) unsealed package syringe samples with the customer report. A complete investigation was performed. The plant has performed plunger activation force testing. All samples were found to be within the recommended specification for initial breakaway plunger movement force and for the mean plunger movement force. Therefore, the reported condition is not confirmed. Upon review of the reported condition, the following can be determined. 1.the syringes indicated with this customer report are supplied as a non-sterile device. In the reported condition, it has stated that the syringes are sterilized (further processed) by means of beta radiation. Anytime the syringe is subjected to further processing, this can potentially have an impact on the functionality of the finished device. The customer performing the further processing is then responsible for assessing the risk/impact on the requirements for the final product. 2. Testing requirements for our cardinal health product 1 ml regular tip syringe, no needle, tuberculin print, nonsterile device are based on iso 7886-1 sterile hypodermic syringe for single use syringes for manual use per the relevant sections mentioned below: a. Lubricant - there is no minimum requirement for the amount of lubricant that is to be applied to the interior surface area of the syringe. It only states "the amount and distribution of lubricant applied should be optimized to minimize lubricant visibility. B. Performance - force to operate the piston - "it is recommended to measure the force to operate the piston. A suggested test method and performance criteria for the forces requirement to move the plunger stopper" is provided but is not required. Upon review of the relevant plant inspection procedure and the quality inspection standard for this reported item, there is no requirement indicated to perform testing to determine the force to operate the piston and there is no issue listed relating to "difficult to operate the piston". Although this testing is not required/performed with routine testing per each production lot produced, the manufacturing site does have the capability to quantify the results for review to assess as determined necessary by focus factory team members. Per plant procedure, complaint trends are evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported during use of the syringe on their final product, the plunger is sticking inside the barrel (rubber tip) and there is a risk of embryo loss. The customer further reported they sterilize this product by beta radiation and the intended use is invitro fertilization (ivf). In addition, the customer reported anecdotally that they have had multiple incidents of this issue however are unable to quantify an exact amount.